Event description:
Abbott labs proclaim model 3660ans spinal stimulator surgically implanted on outpatient surgery by dr (B)(6). Day after acute pain at surgical site. Pain increased in following days. Dr (B)(6) ordered pt which made pain worse. Office visits (2) occurred during which dr (B)(6) recommended removal of stimulator. Removed on (B)(6) 2025. Pain still existed and spread from original surgical site upward into cervical spine causing severe neck pain, shoulder pain on right side. Numbness occurred and spread down right arm from elbow thru the last 3 digits of hand. Numbness also began in lower right leg into and including right foot. As a result of these issues, I'm no longer able to perform simple housekeeping functions as well as no longer able to perform lawn care, maintenance and gardening. Ability to lift any weight is gone as right side is numb and weak. Have undergone many medical tests, pain mgmt procedures including steroid injections which have been unfruitful. I'm a 69-year-old female who previous to these issues, have been able to be self-sufficient, never having to contract out my home and lawn requirements. I live alone.